Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. One day before the event onset, the patient was hospitalized for another indication. On the same day as the event onset, the patient was treated with vancomycin (1gm, every 5th day, intravenous, ongoing), ceftazidime injection (1gm, per day, intravenous, ongoing) and meropenem injection (500mg, twice a day, intravenous, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event and remained hospitalized due to another indication. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.